Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name : (B)(6) hosp.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss alarm and it was asking to refill the balloon. The patients bp responded poorly to this frequent loss of assistance. Pt bp dropped to 50 systolic when this happened. As a result the staff change the pump and put aside the one they were using . This a sudden deterioration of the effectiveness of the device resulting in haemodynamic compromise.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d4(serial#), d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: b3, d4(UDI#), e1(event site telephone), h6(iimpact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced the scroll compressor, filters and tidal disk. Performed the preventative maintenance as per procedure. Performed the electrical safety testing as per as3551 standard. Device is working within specifications.